Manufacturer narrative:
Hamilton medical ag complaint number:cer (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: "tf 5510, tf 5511, tf 5512 showing continuously, sensor board seems to be defective." According to the event description, the occurence was during routine check.